Manufacturer narrative:
A philips technical consultant (tc) went onsite to troubleshoot the issue. The tc found that the affected ap's needed to be configured correctly. The tc was able to resolve the issue by reconfiguring the ap's from dynamic host configuration protocol (dhcp)to static and by changing the names of the ap's. The device remains onsite and in use.

Event description:
The customer reported that twenty access points (ap's) were not connecting throughout the hospital after a software upgrade. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.